Manufacturer narrative:
B3: estimated based on literature article from an issue dated 2020. D6a: estimated based on literature article from an issue dated 2020. Literature citation: kobari y, hayashida k, (2020). New devices: sapien, evolut can lotus edge go beyond?. 1structure topics, part 1 (issue 1).

Event description:
It was reported that left bundle branch block (lbbb) occurred. The patient was selected for a 23mm lotus edge valve implant for aortic stenosis diagnosed via transthoracic echocardiogram. The patient's native aortic annulus measured 67.8mm in circumference and had high grade calcification to the left ventricular outflow tract. Lower extremity vessel diameter measured 7.2mm. A lotus introducer sheath was placed via the right femoral artery. A 5f pigtail catheter was inserted via the left femoral artery, and a temporary pacemaker was inserted via the left femoral vein. A catheter and a straight wire were inserted to pass through the native aortic annulus and a pre-shaped small safari guidewire was placed from the middle of the left ventricle to the apex. Balloon aortic valvuloplasty was performed with a 18mm non-boston scientific balloon catheter, subsequently, the 23mm lotus edge valve was inserted and implanted in the intended location without requiring repositioning. Final contrast injection identified trace paravalvular leak. Lower limbography identified no defective complications. Post-procedure, a left bundle branch block was identified. The patient recovered without heart failure exacerbation and was discharged from the hospital four days post-procedure.